Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, after firing, the reload adhered to the tissue and pulled the tissue along with the stapler when it was removed. Additionally, there was staple line bleeding in the pouch. Postoperative observation was noted.

Manufacturer narrative:
Additional information: b5, d9, d10, g3, h3, h6 d10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot p5l0882); egia60amt, egia60amt egia 60 artic med thick sulu (lot p5l0882); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, after firing, the reload adhered to the tissue and pulled the tissue along with the stapler when it was removed. This issue also occurred in the stomach pouch, after firing two purple reloads. Additionally, there was staple line bleeding in the pouch. Postoperative observation was noted.